Manufacturer narrative:
(B)(4). Expired test strips were returned for evaluation - unable to test. Meter was returned for evaluation- reported defect not reproduced on returned meter most likely underlying root cause: mlc-012- product expired. Note: manufacturer contacted customer in a follow-up call on 13-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 396, 417 and 538mg/dl. The customer¿s expected morning fasting blood glucose test result is 250mg/dl (2 hours post meal) and expected evening fasting blood glucose test result range is 130-180mg/dl. The customer was not using the proper back to back testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in a hallway. The test strip lot manufacturer¿s expiration date is (B)(6) 2021 and open vial date is (B)(6) 2021 (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).